Event description:
No patient harm. Patient did have to have a second surgery to remove the fractured stent and replace with new stent. Toddler who had initial surgery for prenatally diagnosed left hydroureteronephrosis which did not resolve. Repeat functional imaging was concerning for obstruction and the patient has had now several episodes of potentially symptomatic renal colic related to this. Family elected for surgical management. A ureteral stent was placed as part of the procedure. A 4.7x16f double j stent was advanced up the ureter over a sensor wire and the distal curl tucked into the bladder. The remaining ureteral edge was matured to the bladder mucosa using 5-0 interrupted pds. The ureter was laid into this trough and the detrusor muscle was reapproximated over the ureter using running 4-0 vicryl suture. Once closure was complete, traction was relaxed, and the ureter note to have a natural course without unnatural kinking at the neo-hiatus. The patient was brought back to the or, due to passing part of the stent at home, experiencing pain, and evidence of a stent fracture (remaining in bladder). The fractured stent was removed 2 weeks sooner than anticipated. The original plan was to remove the initial stent in 4-6 weeks from the date of surgery. Patient underwent a second procedure. Offset cystoscope inserted and thorough bladder survey conducted, and findings included: fractured stent in 2 pieces with distal end completely in bladder, proximal half sticking out neoorifice along left inferolateral wall. Both fragments removed in their entirety. Both halves of stent removed sequentially via stent grasper. Bladder drained; scope removed. Follow up to family the next day, patient was eating, drinking, normal activity, sleeping and voiding without difficulty.